Event description:
It was reported that a malfunction alarm occurred. The customer could not confirm because they had a lot of life stress and the pump turned off. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.